Event description:
Midlevel provider (nurse practitioner) was suturing a patient's laceration. During the procedure, the suture (ethilon black monofilament 3-0 ps1 lot # gep868), broke from the needle when the driver was attached to needle. This happened twice. Then he used the ethilon 4-0 p-3 lot number hdr017 and when the needle was passing thru the skin to repair the laceration, the suture broke off. He finished with another pack. This occurred in one patient.